Manufacturer narrative:
Additional components potentially involved in the event include: common device name: dbs extension, model: 6371, UDI: (B)(4), serial: (B)(6), batch:8738478

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedance on the left lead. No anomaly was seen on the x-ray. Surgical intervention took place wherein the lead and extension were explanted and replaced to address the issue. Reportedly, diagnostics showed normal impedances post op. Investigation was unable to determine which of the extensions had high impedance.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, continuity testing and microscopic inspection of the returned lead extension found some internal wires being broken.

Event description:
Additional information received indicates that patient has effective therapy post op.